Event description:
It was reported that this right ventricular (rv) lead was explanted a week after implanting due to elevated stimulation thresholds. Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported. This lead is not expected to be returned for analysis.